Manufacturer narrative:
Citation: gansera b et al. The mosaic bioprosthesis in the aortic position: 17 years' results. Thorac cardiovasc surg. 2014 feb;62(1 ):26-34. Doi: 10.1055/s-0033-1345724. Epub 2013 jul 1. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. Additional (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the long-term clinical outcomes for patients who underwent isolated aortic valve replacement with the medtronic mosaic bioprosthesis. All data were collected from a single center between september 1993 and august 2007. The study population included 272 patients (predominantly female; mean age 77 years), all of which were implanted with a medtronic mosaic bioprosthetic valve (no serial numbers provided). It was noted that 19, 21, 23, 25, and 27 mm prosthesis sizes were used. Among all patients, there were 12 early deaths and 11 late deaths, respectively. However, it was reported that ¿there were no valve -related early deaths¿ and the late deaths were due to cardiac causes. Based on the available information, medtronic product was not directly associated with the death(s). Among all patients, adverse events included: reoperation/explant (due to structural valve deterioration, paravalvular leak, thrombosed valve, and endocarditis), thromboembolic events (major cerebral thromboembolism, minor cerebral embolism, multiple minor cerebral thromboembolism, and prolonged reversible ischemic neurological deficit), and major bleeding (hemorrhage). Based on the available information, medtronic product was directly associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.